Event description:
Boston scientific crm received information that the patient with this product was involved in a car accident that caused the patient to pass away. Following the accident, it was questioned if there was a cardiac event that could have caused or contributed to the accident. It was also noted that this pacemaker had a defibrillator right ventricular lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed set screw marks in the is-1 terminal pin and ring. Resistance testing was completed to assess lead electrical performance. Measurements throughout testing were within normal limits. Evidence revealed the trilumen insulation was found to be torn, cut and punctured on both sides, and the rs (-) coil was kinked. This damage was most likely due to a type of grasping tool during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.